Event description:
A tenaculum forceps instrument was returned without any information. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was evaluated. The instrument was tested on an in-house system and recognition and engagement passed. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. Engineering observed that the distal end of the main tube has a couple of deep scratches with material removed. The scratches are under . 250" in length and not aligned with the tube axis, suggesting that they may have been caused by instrument collisions and/or rough handling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.